Event description:
It was reported that there was t-wave oversensing (twos). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was inappropriately shocked due to t-wave oversensing. The patient is part of the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.